Event description:
The pt stated that, she awoke in the morning of 2007 and observed that the time displayed on her infusion device was 17:03 instead of 9:18. She stated that, she was certain that the time was correct the day before. She had visited her physician on the same day, who changed her basal rate and time. She stated, that this had occurred "several" times starting "about 6 months ago". She stated that, as a result of the higher daytime basal rate that was delivered during the evening hours, she experienced morning low blood glucose readings. She reported drinking orange juice to raise her blood glucose values. She reported morning blood glucose values of 39-40 mg/dl, when she experienced the time difference. She did not provide her normal blood glucose range. She indicated that the issue would occur when the power pack was replaced in the infusion device. During troubleshooting with a company representative, she was advised to temporarily transition to her back up infusion device until she received a replacement infusion device. She conveyed that, she wanted to have her physician set the basal rates on her back up infusion device before she transitioned to it. She did not require medical assistance from a healthcare professional or second party to address her low blood glucose concern. The product was requested to be returned for evaluation.